Event description:
Difficulty withdrawing the delivery wire. The anatomy was tortuous and large neck aneurysm and the parent vessel was in an angle, measured 4mm. The same microcatheter (mc) was placed from the left carotid into the left a1 segment, then across the anterior communicating artery into the right a1 segment and then retrograde into the right internal carotid artery across the neck of the aneurysm and the tip was in the cavernous segment of the carotid artery. Prior and after using the mc, it was free of kinks, bends. They used a synchro 14 guidewire. The procedure was completed with delivery of the stent across the neck of the aneurysm. There was significant resistance to push the second stent through the microcatheter. After delivery of the stent, there was difficulty in pulling the stent wire back. Each attempt at withdrawing the wire resulted in significant elevation of pt blood pressure. The physician, therefore, continued on to coil the aneurysm. At the end of the procedure, there was again severe resistance to withdrawing the guidewire with visible change in the vessel angulations during attempts at withdrawal. The physician tried to resheath the wire with the microcatheter but this was not possible due to tortuosity. Fortunately, trial and error method of pulling and pushing finally resulted in the wire being released and could be withdrawn without further resistance. There was no change in the vessel or the coiled aneurysm. The pt was completely normal on waking from anaesthetic.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.